Event description:
Reference number: (B)(4). Event occurred in the saudi arabia. It was reported that the patient experienced high blood glucose event on 03-mar-2026. The patient received treatment with insulin pump, and the event resolved. No further information is available.